Event description:
A repeat plasma donor returned to the center in 2003 to report that about one hour after their last donation 1 week earlier, they were hospitalized for a heart attack. Reportedly, the donor began expereincing pain in their left arm and began a cold sweat one hour after donating. During hospitalization for this heart attack, they stated they had been diagnosed with "bilateral femoral blockages, which were treated by angiogram." The donor added that they had also developed chest pain wtih radiation down their left arm after donating plasma two days before the attack. They did not seek medical attention at that time. Per the center, the donations on those two dates were uneventful. The donor did not donate the day of the report and has been permanently deferred from future plasma donations.